Event description:
A user facility reports a lens exchange was performed due to a product issue. A description of the issue was not provided. The replacement lens was the same model and diopter as the original lens. The patient reported to the surgeon that she could see better with the eye that still had a cataract than with the eye that had the iol implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the distal area, the lens optic was torn/split/cracked near the gusset area and the optic was scratched. The optical resolution was acceptable with a focal length reading equaling the labeled diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 12/05/2006 and follow-up was conducted by phone on 01/02/2007. A completed questionnaire has not been received to date.